Event description:
It was reported that during set up for a procedure, the sonopet tubing was incorrectly installed resulting in irrigation without pressing the foot pedal. A back up was used to complete the procedure successfully with no patient or user injuries, and no adverse consequences. The manufacturer's sales representative has demonstrated proper installation of the tubing to ensure that in the future there are no irrigation issues.

Manufacturer narrative:
(B)(4).